Manufacturer narrative:
Product analysis: data files were returned and analyzed. Data files confirmed that a balloon catheter was used on the date of the event for at least 8 injections on the console. Also, system notices were confirmed indicating that the vacuum is disabled due to a problem with the coaxial umbilical cable at injection 3 of 8 ((B)(4)) and the safety system had detected a high level of refrigerant flow ((B)(4)) and stopped the injection at injection 5 of 8. In conclusion, the product issue reported ((B)(4)) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The console remains in the field. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the vacuum was disabled due to a problem with the coaxial umbilical cable. It was noted that a ¿snap¿ was heard and the connection between the balloon catheter and coaxial cable was frozen. The coaxial umbilical cable was replaced. At the next freeze, the ¿flashing coaxial connection¿ was observed on the screen. Additionally, a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The balloon catheter was replaced. Flow issues continued and the coaxial umbilical was replaced and the console was rebooted without resolve. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.